Event description:
It was reported that towards the end of a da vinci-assisted sleeve gastrectomy surgical procedure, the patient experienced bleeding. As a result, the procedure was converted to an open surgical procedure and the team administered blood transfusions to the patient. Intuitive surgical, inc. (Isi) contacted the isi bariatric sales manager (bsm), who was there during the procedure and had a debrief with the surgeon after the procedure. The following information regarding the reported event was provided: the surgeon initially observed mild bleeding from the splenic artery and placed a clip. Later, near completion of the procedure, there was blood pooling. The procedure was converted, and the surgeon sutured the gastroepiploic to stop the bleeding. The surgeon noted the bleeding was from the gastroepiploic artery. Although seals were done on the vessel with the vessel sealer extend (vse) instrument, the surgeon did not believe the seals were compromised during the sealing process as there was proper tissue effect observed and the sealing cycles were complete. The surgeon stated that he does not know if the sealing was the issue or if a needle went too deep during omentopexy. There was a discussion of how the surgeon had lost view of the cadiere forceps instrument momentarily; however, it was confirmed that it was unrelated to the reported incident. The surgeon stated he had no idea what caused or contributed to the bleeding. The estimated blood loss was 700ml. The patient was transfused with three (3) units of blood, and the patient is reported to be recovering well. The surgeon confirmed there was no allegation of a malfunction of an isi product. Hence, there will be no product returned to isi for evaluation.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported intra-operative complications cannot be determined or is unknown. As there was no allegation of an isi device or system issue by the surgeon, there will no products returned to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analysis engineer conducted a review of the site's system logs for the reported procedure date. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video recording available for review, this complaint is being reported due to the following conclusion: towards the end of a da vinci-assisted sleeve gastrectomy procedure, the patient experienced bleeding. As a result, the procedure was converted to an open surgical procedure. The bleeding was identified to be from the gastroepiploic artery that was sealed with a vse instrument. The vessel was repaired with sutures and the patient was transfused with three units of blood. Additionally, during the robotic procedure, bleeding was observed from the splenic artery and the surgeon placed a clip. The causes of the bleeding events are unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration is not applicable. The product is not implantable.